Event description:
Additionally, healthcare professional reported right side "serous fluid". Device has been explanted.

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, white particles in inner surface and linear smooth opening in a crease on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation and "serous fluid". Device has been explanted.